Event description:
Customer reported the right monitor is black, no image. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the right monitor. System operates as intended.